Event description:
It was reported during the patient's visit, the physician noticed the left ventricular lead did not have a capture threshold. X-ray taken confirmed dislodgment of the lead. No further information was available.

Manufacturer narrative:
(B)(4).